Event description:
(B)(4). Around a month after implant I started feeling lots of anxiety and a feeling of all over inflammation. Around two years of these the rashes came (ears, neck, inner thighs, armpits, vagina, feet). Followed by all over itching. Four and a halfyears later a got tested for nickel allergy and itandrsquo;s positive!